Manufacturer narrative:
Results - load cell.

Event description:
It was reported by service report that the scale on the bed was not weighing correctly. No pt involvement or adverse consequences were reported.